Manufacturer narrative:
(B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the akreos mi60lus intraocular lens in the left eye using the viscoject 1.8 delivery device. During lens implantation, the surgeon noted the iol was torn. Intervention was performed in order to enlarge the incision and remove the lens. After explantation the capsular bag was found damage, vitreous loss occurred, and a vitrectomy was performed. An li61ao intraocular lens was implanted successfully. Reference MDR: 1119279-2011-00020.